Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the electrode ring detached from the distal tip of the lead while removing the guidewire. The lead was replaced. The patient was stable after the procedure.